Manufacturer narrative:
Product ID 3387s-40, lot# v049666; product type lead product ID 7482a51, serial# (B)(4); product type extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was a low electrode impedance issue on pair 2 <(>&<)> 3 post replacement. The pair was measured to be 6 ohms. All other pairs were within range. There were no associated symptoms and no troubleshooting was performed. No further action was taken. The patient's indication for use was movement disorders. Refer to manufacturing report #3004209178-2015-20503 as the patient had low impedances pre-implant.